Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, while being applied for anastomosis, the stapler was able to fire, the rest of the operation normally takes place, however, it was found that the staple line was incomplete. In order to resolve the issue, new handle and reload was used to complete the procedure. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, while being applied for anastomosis, the stapler was able to fire, the rest of the operation normally takes place, however, it was found that the staple line was incomplete. There was no patient injury.